Event description:
The customer contacted stryker to report that their device was giving the incorrect defibrillation analysis. In this state, the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.